Event description:
Per the clinic, the patient was administered anesthesia (B)(6), 2013 to facilitate placement of a new abutment. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.